Event description:
Customer reported that the insulin pump alarmed no delivery and she was experiencing high blood glucose of 400 mg/dl. Customer stated she has had issues with the infusion set. Customer was unable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.